Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted the medical doctor when drawing back on the extension tubing after connecting to the central lumen of the catheter they get a lot of air. The staff confirmed and checked all connections and also checked for kinks. After the event occurred, the md suspected that the balloon may have a leak. As a result, a new iab was used. It was reported that the intra-aortic balloon pump (iabp) had a high baseline alarm message appear before the pump stopped. There was no report of patient complications, serious injury or death.

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted the md when drawing back on the extension tubing after connecting to the central lumen of the catheter they get a lot of air. The staff confirmed and checked all connections and also checked for kinks. After the event occurred, the md suspected that the balloon may have a leak. As a result, a new iab was used. It was reported that the intra-aortic balloon pump (iabp) had a high baseline alarm message appear before the pump stopped. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.